Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. One bio-tenodesis screw was returned. Distal end of the screw is broken off approximately at the 6th thread. There are severe damages to the screw thread and hex. Parts of threads are flattened. There are severe deep gouge marks on the last remaining thread. Based on the information provided and device evaluation, complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging while still loaded, improper bone preparation or flexing the joint during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a bicep tenodesis repair, the screw broke apart upon insertion and most of the screw wedged onto the driver. The distal tip of the implant remained in the bone tunnel (nothing was inserted over top). Another tunnel was drilled and the repair was completed using the old style bone tunnel and suture repair.